Event description:
The following information was provided by global pharmacovigilance: this is a spontaneous report by a nurse from the USA on (B)(6) 2010 of constipation and peritonitis in a (B)(6) male patient. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient experienced constipation and peritonitis (dates of onset not reported). On (B)(6) 2010, the patient was hospitalized for the peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed and the results were unknown at the time of reporting. Treatment rendered for constipation and peritonitis were not reported. Dianeal pd4 ambuflex therapy was ongoing. The outcome for the event of constipation was not reported. The patient had not recovered from the event of peritonitis at the time of reporting. Concomitant medications were not reported. A causality statement was not provided for the events of constipation and peritonitis in regards to dianeal pd4 ambuflex. However, the nurse believed that the cause of the peritonitis was due to the event of constipation.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10h14028, h10h20017, h10i04043 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.